Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was unknown. The customer states they had received replacement battery cap but the issues persist. The customer was advised the pump would be replaced and returned for analysis.